Event description:
Event description guidant received information that this atrial lead had dislodged and was repositioned. The patient was sent home and experienced\ diaphragmatic twitching and symptoms of syncope. It was found that the ventricular lead had dislodged. The patient reported working with his arms over his head.